Event description:
(B)(4). Initial and follow-up info received on (B)(6)-2009 respectively were processed together: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(6). This case involves a (B)(6), female, pt, who developed 8-10 nodules following her first treatment of poly-l-lactic acid (sculptra) therapy which was administered on (B)(6)-2009. The pt received 2 vials from batch (B)(4). It is unk if any corrective treatment was provided, but poly-l-lactic acid therapy remains ongoing. Event outcome is unk.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults detectable. Reporter's causality assessment: not provided.